Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a tlh total laparoscopic hysterectomy the needle on the device broke in half while doing the colpotomy. They irrigated and found 3mm of the needle and are in the process of bringing in an x-ray to detect the other half of the needle. The surgical time was extended by more than 30 minutes. The results of the x-rays says small metallic object midline. The current status of the patient is good.